Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 in auxiliary was malfunction. A field service engineer accessed the device and conducted an inspection. Powered down pyxis and reconnected all cables. After that, powered pyxis back on. Logged into the hardware test application and accessed auxiliary 6. Performed a full test and saved the successful results on the d-drive. The fse rebooted the application, the customer logged in, accessed pyxis, and rectified the failure. The system functioned as intended after the field service engineer repaired the device.